Event description:
A manufacturer representative reported an implantable neurostimulator (ins) (activa pc), with elective replacement indicator (eri) activated, was replaced due to normal battery depletion. The impedences were ok, however, during the replacement the impedance on contact #3 were all greater than 40,000 ohms with an activa rc ins. Troubleshooting included connecting back to the activa pc ins (impedances were all ok), connecting to a new activa rc ins (impedances greater than 40,000 ohms again on contact 3), and connecting to the old activa pc ins again where the impedances were all ok. A new ins (activa pc) was used the impedances on contact #3 were greater than 40,000 ohms again. Contact #3 was active in the programming, and the physician used contact #2 instead of contact # 3. The patient felt fine with this programming set. Please note that this report refers to the rechargeable ins that was never fully implanted. A separate report will be filed to cover the patient's current primary cell ins.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the ins was never recharged. On (B)(6) -2016 the battery had depleted to the "lock" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Information references the main component of the system and other applicable components are: product ID 37601, product type: implantable neurostimulator. Product ID 37601, serial# (B)(4), product type: implantable neurostimulator. Product ID neu_wrench_acc, product type: accessory. Product ID: neu_wrench_acc, product type: accessory.

Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), product type: implantable neurostimulator. Product ID: neu_wrench_acc, product type: accessory. Product ID: neu_wrench_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.